Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had critical insulin pump error. Customer stated that the insulin pump was exposed to water. Customer reported that they received open book image on the insulin pump screen. Customer reported hardware rtc date and time disagrees with the software maintained date and time. The date and time has reached value outside valid range and hal software error detected alarm was displayed before open book image was displayed on the insulin pump screen. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged critical insulin pump error (open book image) alarm, exposure to moisture, insulin pump error alarm and insulin pump error alarm found on (B)(6) 2022. Insulin pump was received with a critical insulin pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test and delivery accuracy test due to critical insulin pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. There was no evidence of insulin pump error alarm in the formatted history file noted. Critical insulin pump error (open book image) alarm triggered by three consecutive insulin pump error alarms (variableinfo = 0c) on (B)(6) 2022 at 2:46:20 pm, (B)(6) 2022 at 2:47:13 pm, (B)(6) 2022 at 2:47:44 pm and (B)(6) 2022 at 2:47:52 pm. Per r&d engineer, insulin pump error alarm was generated due to arm watchdog failure (1 st byte code = 0xc = 12). Suspecting hw issue. Insulin pump error alarm was recorded and found in the formatted history file on: june 18, 2022 14:47:14.000. Per r&d engineer, insulin pump error alarm was generated since time drift between main and motor clock was more than 1 min- this was a consequence of the insulin pump error alarm. Insulin pump was cut open to perform visual inspection and found corrosion on the electric boards, force sensor, motor and vibrator¿assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were also noted during visual inspection: a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Insulin pump error alarm was not confirmed. Insulin pump error alarm was confirmed. Critical insulin pump error (open book image) alarm confirmed due to three consecutive insulin pump error alarms. Critical insulin pump error (open book image) alarm, insulin pump error alarm and insulin pump error alarm due to corrosion on the electric boards. During visual inspection, corrosion was also found on the force sensor, motor and vibrator¿assembly noted. Insulin pump exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.